Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was at work and his boss sent him to the emergency room because he was dizzy and his eye sight was blurry. The cgm was alerting for, "low". When he got to the ER, the doctor checked a fingerstick reading and it was 672 mg/dl. The doctor checked the bg for a second time and the bg was 312 mg/dl; however, it is unknown at what point this bg was taken and during this time, the patient had not been wearing a sensor because the doctor had taken it off. The patient was treated with insulin and IV therapy. He was in the ER from 9:00am-2:30pm. Prior to going home before inserting a new sensor, the patient's bg was 185 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.